Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a (B)(6) year old female patient who had essure (batch no. 626298-inv,629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia. Concurrent conditions included chronic lumbago, headache and neck pain. Concomitant products included carisoprodol (soma) for back pain as well as hydrocodone bitartrate;paracetamol (vicodin) since 2010, nsaids since 2009 and paracetamol (acetaminophene) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric condition: mental anguish") and depression ("depression"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well. The essure device was cannulized, brought to the black and released, brought to the gold and then released, and was remaining in the tube and there were four rings visible. Then, the opposite tube was done using similar technique and there were three rings visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: essure device was successfully occluded.; on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Case became serious incident due to persistent pelvic pain. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 32-year-old female patient who had essure (batch no. 626298-inv,629298-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia. Concurrent conditions included chronic lumbago, headache and neck pain. Concomitant products included carisoprodol (soma) for back pain as well as hydrocodone bitartrate;paracetamol (vicodin) since 2010, nsaids since 2009 and paracetamol (acetaminophene) since 2009. On(B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric condition : mental anguish") and depression ("depression"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well. The essure device was cannulized, brought to the black and released, brought to the gold and then released, and was remaining in the tube and there were four rings visible.then, the opposite tube was done using similar technique and there were three rings visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded.; on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.